Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged extension set luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one arterial statlock extension set. Usage residues were observed throughout the sample. A longitudinally aligned split was observed in the proximal luer adapter, extending from the orifice into the finger tab region. Microscopic inspection of the split revealed a granular fracture surface. Abundant superficial stress cracks were observed throughout the luer adapter. Inspection of the luer threads revealed mechanical damage. Attempts to replicate the observed fracturing by over-tightening accessories on a non-complainant device were unsuccessful. The thread damage suggested that forceful tightening of an accessory on the luer adapter may have contributed to the observed damage; however, the inability to replicate the damage by over-tightening suggested that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "issue with the statlock today. The piece at the end did not break off, instead the tubing cracked. " additional information received on may 9, 2023: tubing cracked and blood began leaking out. Resulted in bleeding from the arterial insertion. Incident was identified and treated quickly. Arterial lines are commonly used in the intensive care unit to monitor the hemodynamic status of critically ill patients. The incident caused the interruption of this monitoring. No delay in the delivery of medication to the patient. The tubing was immediately removed and the connection was made from the pressure tubing directly to the hub of the aline catheter.

Event description:
It was reported, "issue with the statlock today. The piece at the end did not break off, instead the tubing cracked. " additional information received on may 9, 2023: tubing cracked and blood began leaking out. Resulted in bleeding from the arterial insertion. Incident was identified and treated quickly. Arterial lines are commonly used in the intensive care unit to monitor the hemodynamic status of critically ill patients. The incident caused the interruption of this monitoring. No delay in the delivery of medication to the patient. The tubing was immediately removed and the connection was made from the pressure tubing directly to the hub of the aline catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.